Event description:
The pt was seen on 1/14/97 and a fluoroscopic exam of his lead showed that it had dislodged. Pacing produced pocket stimulation so ovo was programmed. A week later the pt received inappropriate shocks and was admitted to the hosp. The lead had pulled out even further. The decision was made to remove the system (except for the epicardial patches) and implant a different system. Upon removal of the system, it was noted that all of the cap screws were on the device and all of the leads and adapters were in excellent condition. The endocardial lead was extracted and the epicardial patches were capped and left in place.